Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for two patient samples tested for thyrotropin (tsh). The first patient sample initially resulted as 0.052 uiu/ml and this result was reported to the physician. The physician did not trust the result, so he requested a new sample to be collected from the patient and analyzed. A new sample was collected from the patient and tested twice. The results of the new sample were 0.745 uiu/ml and 0.773 uiu/ml. The customer then repeated the original sample and it resulted as 1.19 uiu/ml. On 11/18/2014, the customer stated that the issue occurred again with a second patient sample. The second patient sample initially resulted as 0.05 uiu/ml. The physician complained about the initial result. The sample was repeated twice and resulted as 1.57 uiu/ml and 1.56 uiu/ml. The patients were not adversely affected. The tsh reagent lot number was 179138. The reagent expiration date was asked for, but not provided. The customer checked the s/r probe and found the s/r probe to be off center when aspirating samples. The field service engineer visited the site and aligned the s/r probe. The customer has not reported any additional issues after the engineer aligned the probe.